Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in progress.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the physician tried to remove the sheath after he split the catheter and the hubs broke off with part of the sheath attached. The rest of the sheath and other side of the hub remained in the patient. The physician was able to get the sheath out by carefully cutting the sheath with scissors as he removed small amounts at a time. No patient harm.